Event description:
Procedure type: cystectomy. According to the reporter: the stapler cut but did not fire the staples during firing on a bladder resection. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss. The case was extended by more than 60 minutes.

Manufacturer narrative:
(B)(4).